Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to pain, stiffness, decreased range of motion, and an overstuffed knee. The tibial insert was revised. The surgeon noted the patella component was removed but not replaced to further reduce the over stuffing and stiffness. The tibial tray and femoral component were not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2015. Dor: (B)(6) 2016; right knee.